Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/25/2023 d4: batch # 313c31 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembly of the device, both knife wings were broken off and missing, and the knife laminates appear damaged. A CT scan showed that the missing knife wings were not in the closure ring/distal shaft or anvil. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 313c31, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 23. Additional information was requested, and the following was obtained: what part of the device bend? Anvil? Articulation joint? It was the anvil side. What was the procedure the device was used in? Nephrectomy. What type of tissue was it being fired on? Renal hilum - so it was the vascular tissue or vessels themselves. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the device bent. Another device was used to complete the procedure. There were no adverse consequences reported.